Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2007 and alleged that her one touch ultra meter had missing segments on the display. The patient was unable to provide the information as to when the alleged missing segments issue first occurred. She reported that one day earlier, she passed out and the emergency services were called. She had also reported experiencing symptoms of being shaky and weak (unknown when symptoms started). There is no further information provided since the phone call was disconnected with the customer service advocate (csa). Therefore, troubleshooting the alleged issue was also not completed. This complaint is reported because the patient alleged that there were missing segments on the reported meter. Although no blood glucose readings were provided, and it is not known if the patient had attempted to test on the meter at the time of concern, she reported experiencing hypoglycemic symptoms and passing out. She received assistance from the emergency services. Replacement products were sent to the lay user/patient.